Event description:
Refer to manufacturer report #3004209178-201007946. A patient initially reported that stimulation was felt in the wrong location. Regarding the patient's first device that was implanted in (B)(6) of 2005, it was reported that "both sides were done but the right side was determined to be out of place." The device was later re-positioned in (B)(6) of 2005. The patient's main problem had been that he had felt he was "freezing", in addition to having tremors. Following this revision surgery, the patient had balance issues in which his coordination was reduced. When the device was turned off, the balance issue would cease, but the freezing and tremors would return over the course of a few hours. It was noted that medication had also helped the "freezing" issue a great deal. Re-programming was attempted several times, however, resolution of the balance issue was unsuccessful as the patient's episodes of falling had increased to 2-3 times per day. The tremor and freezing issues were later under control. In (B)(6) of 2010, it was determined that the device implanted on the right side was out of place. The patient underwent another revision surgery to reposition the right electrode. Programming was conducted three times, but the patient was still "falling" in addition to having a difficult time with walking. The patient had a scheduled appointment with his physician on (B)(6) 2010. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).